Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Images were not available for review by the manufacturer; however, the investigation is currently ongoing as medical notes were provided and are being reviewed. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported through a post-market study report that a fred was implanted for an aneurysm in the ba on (B)(6) 2020. Name of the study is noted only as general treatment outcome study. Parent artery embolization was performed on (B)(6) 2021 as blood flow to the aneurysm was still observed. The patient had symptoms of right abducens nerve palsy before the procedure and no deterioration was noted after the procedure. However, the diplopia worsened around (B)(6) 2021, and the patient came to the hospital. The patient was administrated steroids and was monitored. Shunting for secondary hydrocephalus was performed on (B)(6) 2022. The fred remains implanted. Other medical history was unknown. Preoperative - aspirin and clopidogrel. Postoperative - aspirin were prescribed. Platelet reactivity test - not performed. As of the latest pms report dated october 7, 2022, it is noted the patient is not recovered.

Manufacturer narrative:
Procedure note medical review conclusion a detailed review of the procedure notes has been completed. The patient experienced diplopia (double vision) and secondary hydrocephalus post procedure. Data review indicates the physician performing the procedure has indicated that that a causal relationship between the event and the device could not be ruled out. Images were not provided for review. A visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. There are 2 other complaints from the last 2 years recorded in the complaint handling system with this batch number at the time of this investigation. At the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure. Blindness . Complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves. Cranial neuropathy . Death . Device fracture, migration or misplacement. Dissection or perforation of the parent artery. Headache. Hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)) . Infection. Mass effect. Neurological deficits. Reactions to anti-platelet/anti-coagulant agents. Reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia). Reactions to anesthesia and related procedures. Reactions to contrast agents including allergic reactions and kidney failure. Rupture of the aneurysm. Stenosis of stented segment. Seizure. Stent thrombosis. Stroke or tia (transient ischemic attack). Thromboembolic event . Vasospasm . Visual impairment.

Event description:
No additional information was obtained, see h10.